Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000069478.

Event description:
It was reported that patient experienced ineffective therapy and was unable to place the system into MRI mode. Diagnostics revealed high impedances on the right lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were explanted and replaced to address the issue. It is unknown which lead was impeded.